Manufacturer narrative:
Product ID: 8703w lot# l47174, implanted: 1997 (B)(6), product type catheter product ID: 8596 serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had a motor stall that had not recovered. There were no patient symptoms or injuries related to this event. The patient was put on oral baclofen and would be seen by a surgeon later in the week of report. The drug used in this system was compounded baclofen.

Event description:
Additional information received reported a new pump was implanted on (B)(6) 2013 and that the patient was doing well.